Manufacturer narrative:
Patient ID also reported as (B)(6). Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was using a variable angle (va) handset to put in lag screws and one 1.3 cortex screw. While the surgeon was inserting the screw, the 1.3 cortex screw broke at the head. The surgeon left the broken portion of the screw in the patient and added another screw to ensure stability. There was a less than 5 minute surgical delay. The procedure was completed successfully. This report involves 1 1.3mm cortex screw slf-tpng with stardrive recess 8mm. This is report 1 of 1 for (B)(4).